Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a femoral recon nail surgery, a driving cap broke off leaving the small threaded piece in the unknown insertion handle. There was a surgical delay of one (1) to two (2) minutes. The surgery was completed with no adverse consequence to the patient. Concomitant device: radiolucent insertion handle for frn (part# 03.033.001, lot# unknown, quantity# 1). This report is for one driving cap/threaded. This is report 1 of 1 for (B)(4).

Event description:
Concomitant device: radiolucent insertion handle for frn (part# 03.033.001, lot# 2l55073, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: 03.010.523. Synthes lot number: l811201. Manufacturing site: bettlach. Release to warehouse date: 29. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l811201) was received at us customer quality (cq). The threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. The following drawings were reviewed: driving cap. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle se during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances relevant to the complaint condition were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l811201) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. The received picture was reviewed and it can be confirmed that the threaded part at the forefront is broken off. Product was not returned, the lot number of the device was not provided and is also not readable on the picture. Therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.